Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and rectocele. It was reported that patient underwent excision of vaginal mesh on (B)(6) 2011 due to mesh contraction. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with abdominal sacrocolpopexy and posterior repair due to vaginal prolapse after hysterectomy and rectocele. It was reported that following insertion the patient experienced extrusion, urinary problems, bleeding, dyspareunia and vaginal scarring. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent mesh revision/removal on (B)(6) 2011. No additional information was provided. A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.